Event description:
It was reported that the pump battery was not charging. There was no reported adverse impact to customer's blood glucose. Customer reset pump and while using the same charging cable and adapter, the pump battery fully charged.